Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was able to confirm that the pump was not alarming load set correctly. This was due to the downstream sensor being outside of product specification. This was repaired and the pump returned.

Event description:
The initial reporter stated that the pump was under infusing during testing. The initial reporter also stated that this occurred during testing and no patient was involved. The pump was returned to mmdg where it was found to be infusing within product specifications, however, it was not alarming correctly. (B)(4).